Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed on (B)(6) 2017. Low bg levels are recorded around the same time of day, late hours of the night and early hours of the morning. Basal rates have been adjusted over the past few weeks around the times low bg levels have occurred. There were no erratic bolus requests. Basal rates may need to be adjusted more around the time low bg levels are occurring. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (45-56 mg/dl). The cause for the reported low bg levels is unknown. Customer drank juice to address low bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.